Event description:
The lay user/patient called lifescan (lfs) on february 8, 2008 and alleged that his one touch ultra meter was giving him inaccurate results. The medical affairs listened to the recorded call and classifying the complaint based on the following information, as the patient could not be reached by phone to obtain additional information. The patient stated, that he tested his blood sugar in 2008 at around 8:00 am and received a reading of 124 mg/dl. He uses insulin pump to manage his diabetes. He mentioned, that he did not make any changes his diabetes medication regimen that day due to the meter reading. He also stated, that he is taking same medication for his diabetes for 35 years. He reported of passing out for 4 hrs that day, sometime in the afternoon. The patient stated, that he came out of it by himself. He denied of receiving any medical attention due to feeling symptom. He mentioned that he did not test his blood sugar at lunchtime that day that he usually does. At around 4:00 pm that day, he tested his blood sugar and received a reading of 115 mg/dl. He ate a small pie to bring his blood sugar up at that time and called lfs. He was not tested on another device during the time of concern. It would have been helpful to know if he was feeling any other information, does he adjust his insulin pump based on the readings received on the meter, does he adjust his insulin pump based on food intake and what kind of insulin does he take. The customer service agent (csa) verified that the patient was using correct technique to test, he was reading the meter right side up, unit of measurement was set correctly, and the sample was drawn from an approved source. The csa discovered that the patient was using incorrect technique to clean the puncture area. Replacement products have been sent to the patient. This complaint is being reported as an adverse event as the patient claimed of receiving inaccurate readings on the reported lfs meter and later, passed out, which can be associated with severe hypoglycemia.

Manufacturer narrative:
Lifescan has requested the return of the subject products for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.